Event description:
During a restorative procedure on a tooth in the upper left quadrant patient received burn injury to their lower left lip. The patient was under local anesthesia at the time of the injury and the doctor was unaware that the burn had occurred. Patient called the practice after he had left and reported he had a blister on his lip. Patient was advised to apply ice and avoid the area. The patient has reported that the injury has healed normally and there was no need for further medical treatment.